Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now without low battery alarm. Customer¿s blood glucose was 16 mmol/l at the time of incident. Customer state this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, self test, sleep current measurement and active current measurement. All currents within spec range. The device was monitored and no unexpected power loss or replace battery now alarm noted during testing. The device was received with a cracked battery compartment (battery tube) and cracked battery tube threads, and cracked select button on the keypad overlay. (B)(4).